Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Customer confirmed that she also received a motor position encoder error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. Unable to complete functional tests or confirm e70 alarm due to motor error alarm. The insulin pump has received with cracked case on the display window corners, minor scratched lcd window, cracked lcd window, broken off reservoir tube lip, broken belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.